Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's healthcare provider alleged that the pump was not delivering enough insulin. Customer's blood glucose level was 180 mg/dl. Customer declined to upload pump data so that tandem technical support could review pump performance. Reportedly, the customer continued to use the pump for insulin therapy.